Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Tibial checkpoint tip broke off when removing it, a small piece was left in the bone and surgeon could not retrieve it. The remainder has been returned. Second tibial checkpoint used also bent on insertion and has also been returned. The procedure was a left tka mako. No patient harm was reported.

Manufacturer narrative:
Reported event: tibial checkpoint tip broke off when removing it, a small piece was left in the bone and surgeon could not retrieve it. The remainder has been returned. Second tibial checkpoint used also bent on insertion and has also been returned. The procedure was a left tka mako. No patient harm was reported. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: product history review was not performed as the lot number was not provided. Complaint history review: complaint history review was not performed as the lot number was not provided. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Tibial checkpoint tip broke off when removing it, a small piece was left in the bone and surgeon could not retrieve it. The remainder has been returned. Second tibial checkpoint used also bent on insertion and has also been returned. The procedure was a left tka mako. No patient harm was reported.